Event description:
The event is reported as: the alleged complaint reads, "the circuit itself comes apart from the adapter that fits on the concha column. The heated wires stay connected but the circuit comes apart." No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.